Event description:
No additional information provided.

Manufacturer narrative:
1. DHR review lot 1139428. 1.this batch of products were assembled at intima ii auto line 3 in july 2021, and packaged at r240 package line in july 2021. Work order quantity was (B)(4) ea. 2.review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. The retained sample of this batch is taken for 45psi leakage test, no leakage is found, and no abnormality is found on the prn. Please see attachment for the test report. 4. The prn is only suitable for normal pressure i.e., less than 45psi, 300kpa infusion. High pressure in the CT room can cause damage to the prn. 5. Sku 383012 is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion. No abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the burst of the tip of the prn is related to the wrong use of the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked when the patient was pushing iohexol injection during an enhanced CT, the tip of the heparin cap burst and more blood flowed out, and it was found that the closed venous indwelling needle was removed in time and pressure was applied to the needle eye to stop the bleeding without any adverse consequences.